Manufacturer narrative:
Results: product performance engineering could not determine a root cause for the dislodged stent. Evaluation summary: quality assurance analysis of the stent delivery system (sds) was returned with blood visible in the guide wire lumen. There was contrast visible in the inflation lumen and balloon. The stent implant was returned dislodged from the balloon and catheter. The entire stent implant was mangled. The balloon was tightly folded with crimp marks between the markers. There was no damage noted to the tip or inner member. There was no damage noted to the sds. The protective sheath was not returned. Due to the damage to the stent implant, the outer diameter measurements could not be taken. Product performance engineering reviewed the incident information and analysis of the returned (sds). It was reported that the stent was dislodged during the procedure and the stent was removed from the patient with a snare device. Analysis of the sds noted contrast visible in the inflation lumen and the tightly folded balloon. This is consistent with the reported information that the device was prepared for use. It was confirmed that the stent was dislodged from the balloon; however, the stent was returned too mangled to measure the crimped stent outer diameters. The stent damage was not reported in the incident and may have occurred during the packing of the device for shipment back to abbott vascular for evaluation. Crimp marks were visible on the balloon and between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The reported heavily calcified lesion likely contributed to the dislodgement. Stent outer diameter is verified 100% at the time of manufacture and units in this lot were all well within the required specification. In addition, all online testing for the lot in question met stent movement criteria, which would indicate that unit had an adequate crimp. Therefore, in this case, it would appear that the stent dislodgement was related to the operational context of the device use, but a definitive root cause cannot be determined. The lot history record was reviewed and did not reveal any non-conformities, which could have contributed to this complaint. All stent delivery systems are 100% visually inspected online for stent placement and security. This MDR is considered closed by the product performance engineering group.

Event description:
Reporting status: serious injury-medical intervention. Reporting rationale: successful snaring of dislodged stent out of patient. Device issue: stent dislodgement. It was reported that the stent dislodged in the coronary and was successfully removed with a snare device out of the patient. There was no implant of another stent. No patient effects occurred. No additional event or patient information is available.